Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that following a cartridge change, the connection between the pump and tubing was loose and medication was leaking. A full cartridge change was then completed with new tubing and made sure everything was connected well without leaks. The patient experienced changes in breathing, chest pain, dizziness and light-headedness that resolved within about two to two and half hours; however, the patient continued to experience some left-sided chest pain and pain around the back. The device system delivered remodulin at a continuous rate of 81.75ng/kg/min.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.